Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: [week of (B)(6) 2020 aer meeting] [malfunction]: multiple attempts have been made for additional information, however no new information has been received. Conservative file due to loss of light. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s are a poor ventilation, bad main board, not fully seated safe light cable due to the broken jaw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.